Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer states the low was because she did some extra exercise. The customer had no symptoms. The customer was treated for the low blood glucose with glucose tablet and food. It is unknown what may have caused the blood glucose to drop. The insulin pump will not be returned.